Manufacturer narrative:
The manufacturer was informed on 12/19/2025 that the user experienced a hypoglycemic event on (B)(6) 2025 following a cartridge and infusion set change performed earlier the same day. The user was later found unconscious and was treated by ems with intravenous dextrose and transported to the hospital, where they were hospitalized and subsequently discharged. A review of available information indicates that the cartridge and infusion set change required assistance, and difficulties were reported during the rewind and tubing fill steps prior to the event. At the time of reporting, the device was removed during emergency treatment, and no visible insulin leakage or wetness was reported. Engineering review and additional device evaluation are pending availability of the device and complete log data. Based on the information currently available, no definitive conclusion regarding device malfunction can be made. This report is submitted in accordance with MDR requirements, and the manufacturer will provide a supplemental report if additional relevant information becomes available.

Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025 they experienced hypoglycemia with a bg of 65 mg/dl. The user was treated for the low bg with oral glucose and intravenous dextrose, with assistance from a caregiver. The user was treated by ems and transported to the hospital, where they were hospitalized and later discharged.